Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced blurry vision in the left eye due to overcorrection, with the postoperative refractive best corrected visual acuity values were more than two lines after refractive surgery, the patient's symptoms were continuing. There are multiple related reports for this facility. This report addresses the patient cs, left eye and other manufacturer reports will be filed.